Manufacturer narrative:
(B) (4). The ge service rep inspected the cable and connections. He removed and cleaned the monoblock controller and then replaced the fluoro functions pcb. He reloaded the calibrations file and tested the system. The system operates as intended.

Event description:
The customer reported that the system displayed collimator iris error messages. No pt injury was reported.